Manufacturer narrative:
Medical device expiration date: na. The event described occurred on an ce-ivd instrument, but it is considered to be substantially similar to the legally u.s. Marketed ivd version of the instrument. The ivd instrument¿s 510k has been reported. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd facslyric¿ that leakage of biohazard occurred outside of the instrument. The following information was provided by the initial reporter: (B)(6). 1. Was the leak fluid or air? (If fluid, go to question #2. If air, no further questions required.)liquid. 2. Was the leak contained within the instrument? ( if not contained, go to question #3. If contained, no further questions required.)not contained. 3. Was there spray of fluid under pressure? (If yes describe the fluid that sprayed then go to question #7, if no, go to question #4)no. 4. What was the fluid that leaked? (If non biohazard, no further questions required. If biohazard, go to question #5)biohazard. 5. Did biohazard leak before or after waste line? (If before waste line, go to question #7. If after waste line, go to question #6)after wasteline. 6. Was the waste mixed with decontamination or bleach? (If no, go to question #7. If mixed with decontamination, no further questions required.)no. "7. Was the customer/bd personnel physically in contact with the fluid? (If yes, go to question #8. If no contact, no further questions required.)no. Physical contact includes: clothing, skin, mucous membrane (e.g. Inhalation), and non-intact skin." The needle drips on the sit flush.

Event description:
It was reported that during use with the bd facslyric¿ that leakage of biohazard occurred outside of the instrument. The following information was provided by the initial reporter: k. (B)(6) : (B)(6) 2022 (ist): from smax. 1. Was the leak fluid or air? (If fluid, go to question #2. If air, no further questions required.)liquid. 2. Was the leak contained within the instrument? ( if not contained, go to question #3. If contained, no further questions required.)not contained. 3. Was there spray of fluid under pressure? (If yes describe the fluid that sprayed then go to question #7, if no, go to question #4)no. 4. What was the fluid that leaked? (If non biohazard, no further questions required. If biohazard, go to question #5)biohazard. 5. Did biohazard leak before or after waste line? (If before waste line, go to question #7. If after waste line, go to question #6)after wasteline. 6. Was the waste mixed with decontamination or bleach? (If no, go to question #7. If mixed with decontamination, no further questions required.)no. "7. Was the customer/bd personnel physically in contact with the fluid? (If yes, go to question #8. If no contact, no further questions required.)no. Physical contact includes: clothing, skin, mucous membrane (e.g. Inhalation), and non-intact skin.". The needle drips on the sit flush

Manufacturer narrative:
H.6 investigation summary investigation summary: scope of issue: the scope of issue is only limited to facslyric 3l10c instrument, part # 659180, serial # (B)(6) . Problem statement: customer reported complaint of a leakage of biohazard not contained within the instrument. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 5jul2021 to 5jul2022 complaint trend: there are 11 complaints related to the leakage of biohazard not contained within the instrument; date range from 5jul2021 to 5jul2022 manufacturing device history record (DHR) review: DHR part #659180 serial # (B)(6) , file # (B)(4) , was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the biohazard leak was due to a clogged hose at the v8. The needle was dripping on the sample injection tube (sit) flush. The service engineer took out the hose from the v8 and performed 2 sit flushes. The engineer then reinserted the hose correctly and performed several sit flushes. This resolved the issue. Dirt, debris or clogs in the fluidic system will contribute to flow rate, backflow or aspiration issues, especially within the waste line. Debris can develop into the waste lines during normal use. No parts were requested for evaluation as no parts were replaced. After the repair the instrument was working as intended. No one got in contact with leak and no one was harmed/injured. As a troubleshoot recommendation, proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the bd facslyric¿ clinical system instructions for use (doc# 23-19938-02 rev.01 versiona) on page 165. The safety risk of this hazard has been identified to be within the acceptable level. Service max review: review of related work order #: na, case # (B)(4) . Install date: (B)(6) 2022. Defective part number: n/a. Case comments: o subject: (B)(6) - facslyric 3l10c instrument - needle drips on sit flush o problem description: the needle drips on the sit flush. O service engineer took the hose out of the v8 with the customer, did 2 sit flushes, reinserted the hose correctly and did several sit flushes again => now sucked out again, problem solved, case is closed. Returned sample evaluation: a return sample was not requested because no parts were replaced. Risk analysis: risk management file part # 10000063058ra, rev. 07/vers. Aa, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes no. O azure ID: (B)(6) . O ID: libivd-ra-61 2.1.6. O reg status: ivd; ruo. O hazard: exposure to biological sample. O cause: back drip from injection port (sit). O harmful effects: harm to operator. (Exposure to stained sample). O risk control: - sit design to capture back drips. - provide instruction for universal precautions. O req link (azure ID): (B)(6) , libivd-did-262 sample preservation during pause o implementation verification: - lsvn-1008-dp sit backflow control. - libivd-se-15-51ir. O effectiveness verification: - lsvn-1008-dr. - libivd-se-15-51ir. O probability: 1. O severity: 3. O risk index: 3. O residual risk evaluation: a. O new hazards: none. Mitigation(s) sufficient yes no. Root cause: based on the investigation results the root cause was due to a clogged hose at the v8. Conclusion: based on the investigation results, the root cause of a biohazard leak not contained within the instrument on the facslyric, was due to a clogged hose at the v8. The service engineer took out the hose and performed sit flushes which resolved the issue and the instrument was functioning as expected. No one was harmed or injured. The safety risk of this hazard has been identified to be within the acceptable level. Supporting document: n/a.